Event description:
It was reported that a ventilator continuously showed a &quot;low base pressure&quot; alarm and &quot;check circuit&quot; message. During transport the patient began to desaturate and become hypercapnic. The patient had a cuffed trach and it was confirmed by the paramedics and the respiratory therapists that the cuff was properly inflated. The patient was removed from the ventilator and manually ventilated via an ambu bag without any further complications. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The ventilator was connected to a ventilator tester and ventilation was started. The volume was appropriate for the settings. The customer¿s mixer was connected to the device and the delivered volume dropped. The mixer was disconnected and the volume rose to the appropriate level again. The phenomenon was repeated on multiple ventilators. The mixer was replaced and the software was updated to fix the issue. The device passed all testing and was returned to the customer.

Manufacturer narrative:
(B)(4).